Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 on a patient with a history of hypertrophic cardiomyopathy (hocm) with a mean pressure gradient of 8 mmhg. A mitraclip ntw was inserted, and grasping was performed. However, the mean pressure gradient increased to a grade of 16 mmhg. Therefore, a decision was made to remove the clip. However, while removing the clip, the clip detached from the delivery system. The clip was then snared out of the patient. The procedure was discontinued with no clips implanted. The mean pressure gradient returned to 8 mmhg. There was no clinically significant delay in the procedure.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 on a patient with a history of hypertrophic cardiomyopathy (hocm) with a mean pressure gradient of 8mmhg. A mitraclip ntw was inserted, and grasping was performed. However, the mean pressure gradient increased to a grade of 16mmhg. Therefore, a decision was made to remove the clip. However, while removing the clip, the clip detached from the delivery system. The clip was then snared out of the patient. The procedure was discontinued with no clips implanted. The mean pressure gradient returned to 8mmhg. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported premature activation was unable to be determined. The reported mitral stenosis was due to patient condition (pre-existing stenosis). The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.